Event description:
Flow stop tubing has been noted to disconnected from the y ports. In this case, the pt bled all over everything since the heplock valve remains open allowing blood to backflow. (Pt safety mgr notified of product problem via e-mail in 10/01. Problem identified with the alaris latex-free infusion set (ref#52093f) separating at the injection y-port most proximal to the pt with minimal tension. The location of the separation does not interfere with the infusion pump, therefore the pump does not alarm. Blood backflow is a problem as the infusion sets are used for anticoagulant infusion therapy.)